Event description:
I had essure implanted and immediately had severe cramping. I gained 60 lbs the first year it was implanted. I started having extremely heavy menstrual cycles right after it was placed. I have cramps when I'm not on my period, and a sharp stabbing pain that comes and goes on the left side of my pelvis. It hurts so bad it takes my breath away.